Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there is damage to the lcd screen on the insulin pump. Customer stated that there are scratches on the pump and it was due to normal wear and tear. Customer stated that he can't really see the pump screen at night. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.